Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: on what tissue type was the device used? Stomach. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? 3rd or 4th. Echelon straight/flex: flex. What color cartridge was being used? Black. What other color cartridges were used before and after this event? Black. Was buttressing material utilized? Yes. If so, which product? Gore. Were any unexpected noises heard? No. Were any of the forces higher or lower than expected (closing, firing)? Asku. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Asku. Was there any difficulty removing the device from the tissue? No. Is there any other additional information you would like to share about this device or procedure? The surgeon stated that the device felt off when firing the device.

Event description:
It was reported that during a bariatric sleeve procedure the device fully cut but only deployed staples on one side. It was around the third or fourth firing with a black cartridge. A second device was used to complete the procedure. There was no patient consequence reported at the time of the call.

Manufacturer narrative:
(B)(4). The analysis found that one device was returned in good visual condition and with an ecr60t reload present. The reload was received with the right side fully fired, left side outer row fully fired and the left two inner rows partially fired. Upon evaluation of the reload, the cartridge body, one piece sled and some drivers were noted to be damaged. As additional testing, the device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.